Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead an alert triggered for out of range low impedance. The rv lead impedance alert was programmed off, and the lead remained in use. Approximately two days later the rv impedance alert triggered again, however due to the alert was previously programmed off there was no alert tone that occurred. The caller was informed that this may be expected impedance for some leads as indicated by the trend for this lead showing normal stable impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.